Event description:
It was reported that during a da vinci prostatectomy surgical procedure, while dissecting the seminal vesicles, the maryland bipolar forceps instrument would not articulate. The customer stated that the instrument functioned properly at the beginning of the procedure. The surgeon decided to abort the procedure and convert to traditional open surgical techniques. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable derailed and frayed at the distal idlers, however, the grips are still able to open and close. The conductor wire adjacent to the frayed cable is broken at the yaw pulley exit, the yaw pulley shows no signs of arcing. Additionally, the wire insulation does not appear cut or melted. Engineering believes the likely failure was due to the wire not securely attached to the grip and therefore caused poor stain relief and pulled out during articulation of the wrist. Electrical continuity failed. No other damage found. The following medwatch report listed below was also sent to the FDA as it relates to this event. MFR. Report #2955842-2008-00081.